Event description:
Healthcare professional reported a left side medial imf with indentation/ contracture against a non-abbvie device. Device has been explanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).